Manufacturer narrative:
Nonin was contacted about retrieving the memory data out of the model 7500 pulse oximeter from our customer who purchased the device (dme). A pediatric baby died who was on a ventilator and also the pulse oximter. It was communicated to us that the father went into start feeds at 10pm on december 4th and found baby unresponsive. No other information was provided when requested. There is no allegation of any device malfunction. Nonin received the device as recommended so we could do the memory download as requested. We also did an investigation by inspecting the device, performing functional testing and performance testing. The device date and time was not set. Patient security mode was set at 87% spo2, heart rate 200 upper and 60 lower, audible alarm was set at low. Test report# (B)(4) was documented. Functional testing verified device functions and meets nonin specification including visual and audible alarms. Performance testing of the device was performed (low perfusion per iso 80601-2-61: 2017 sub-clauses 201.12.1.103 & 201.12.1.104) resulting in a pass. Nonin will continue monitoring for similar events to ensure the device continues to perform as expected.

Event description:
Nonin was contacted about retrieving the memory data out of the model 7500 pulse oximeter from our customer who purchased the device (dme). A pediatric baby died who was on a ventilator and also the pulse oximter. It was communicated to us that the father went into start feeds at 10pm on december 4th and found baby unresponsive. No other information was provided when requested. There is no allegation of any device malfunction.